Event description:
Customer reported the interconnect cable has a bad connector. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the connector. System operates as intended.